Manufacturer narrative:
Date of event is unknown. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found no damage. A review of the event history log found lec 1310. During the functional testing, lec 1310 was displayed on the pump. The cause of the error was found to be user error and the lec was cleared from the pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is showing "lec 1310". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.